Manufacturer narrative:
No product or photo was returned by the customer. This is a report about a missing lid of sharps collector could not be verified due to the product not being returned for failure investigation. A device history record review process to verify if there were issues reported like missing lids during the manufacturing process of this product was not able to be performed since not lot number was provided. A review of the non-conformance material report was performed; the result showed that no missing lids issues were reported for the same part number throughout the last twelve months within our process. H3 other text : see h10.

Event description:
It was reported that the bd¿ nestable sharps collector were missing lids. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a missing lid of sharps collector. According to the customer's report, one lid was missed in the box..

Event description:
It was reported that the bd¿ nestable sharps collector were missing lids. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a missing lid of sharps collector. According to the customer's report, one lid was missed in the box..

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.